Event description:
Ous MDR - this lead was found to be dislodged shortly after implant, during a routine follow-up. It was explanted the next day due to possible tissue and blood in the helix channel.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be connected to the clinical complaint. The lead proved to be conforming to specifications and normal. No anomalies were found during the screw tests performed in various positions; the fixation could be extended and retracted evenly. The screw rotation numbers were within specification, and the fixation was without anomalies. There were no indications of a material defect or manufacturing error.